Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the implant procedure for this device high left ventricular (lv) lead pacing impedances were noted and high right ventricular (rv) shock impedances on another manufacture's rv lead were noted. After the device was verified to be placed in the pocket, the lv pace impedances returned to within range. The shock impedance measurements were still out of range. A commanded shock was delivered to test the system and a error code for an open circuit condition was recorded. The rv lead was explanted and the device was not used. The device has been returned for analysis. There were no adverse patient effects reported.